Event description:
It was reported that the wake button was unresponsive. The pump's display turned on when plugged into a power source. The customer¿s blood glucose was 110 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3, h10. Add MDR codes 11, 3233, 4118. Remove codes 3221, 4114, 67.h3, h10. Add MDR codes 11, 3233, 4118. Remove codes 3221, 4114, 67.